Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant reported the device showed a blue screen, which appeared after the vent was removed from a patient. When the vent was put into standby mode, the blue screen was present. Complainant also reported the vent was alarming, but he could not provide the alarm codes. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
The customer submitted a photograph and the reported malfunction was confirmed. A replacement main board has been dispatched to the customer, and the return of the old one has been requested. As of now, no device has been received.